Manufacturer narrative:
Technician found that the left and right foot casters would continue to roll after brake pedal was set. Adjusted the brake position for both casters to resolve this issue.

Event description:
Information provided indicated that the foot casters would still roll after brake was applied. No patient impact alleged.